Manufacturer narrative:
(B)(4).

Event description:
Survey study coordinator contacted dexcom on behalf of patient on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced losing the g5 mobile application and the smart device has to be reset. The date of event is an approximate date. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) date of event - correction, date of report - correction, if follow-up, what type?: correction.

Event description:
Survey study coordinator contacted dexcom on behalf of patient on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced losing the g5 mobile application and the smart device has to be reset.